Manufacturer narrative:
Product ID, 7495-25 serial# (B)(4), implanted: 1997 (B)(6), explanted: unknown. Product type extension product ID, 7434-e serial# (B)(4), product type programmer, patient product ID, 3587a lot# l42517 implanted: 1997 (B)(6), explanted: unknown product type lead product ID, 3587a lot# l42517 implanted: 1997 (B)(6), explanted: unknown product type lead. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) removed due to a default in wiring. It was reported that "at one time [the patient] received a surge." The wiring snapped in two and was sticking the patient in the side. It was unclear when the whole system was explanted.